Event description:
Regulatory agency reported left side "periprosthetic shell which diagnoses lagc-aim cd30+ alk-" confirming diagnosis of bia-alcl.the patient has a history of lobular adenocarcinoma infiltrating left breast treated by left lumpectomy, adjuvant chemotherapy,revision surgery with mastectomy, radiotherapy and hormone therapy. 3 years later the metastatic recur in their breast, bone and liver. They are treated with modulated hormone therapy, 1st cycle ribociclib - (letrozole stopped for skin toxicity), letrozole and radiotherapy focused on epiduritis lesions. A year later a breast abscess formed due to mycobacterium chelonae. The patient was hospitalized for 9 days and treated with IV antibiotic therapy (clarythyromycin, imipenem and tobramycin). Due to lack of improvement the device was removed with skin resection. The left breast capsulectomy was sent to pathology: "the immunohistochemical study shows that the cells tumor cells express cd30, cd4, the cytotoxic markers granzyme and perforin and focally ema. Absence expression of cd3, cd2, cd5, cd7, alk, tia1, cd68, cd15, cd20 and pancytokeratin ae1/ae3." Pathological markers cd30+ and alk- confirming alcl have been received. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "left periprosthetic shell which diagnoses lagc-aim cd30+ alk-" further investigation (fi): with the information collected during the investigation, there is enough evidence to support that lot number 2145782 was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30004668 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of jan -2021 through dec-2022, were noted an outliers in jan-2021 and mar-2021. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, it was found a sealer and a sterilizer involved in more than one occasion on those processes, also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Regulatory agency reported left side "periprosthetic shell which diagnoses lagc-aim cd30+ alk-" confirming diagnosis of bia-alcl.the patient has a history of lobular adenocarcinoma infiltrating left breast treated by left lumpectomy, adjuvant chemotherapy,revision surgery with mastectomy, radiotherapy and hormone therapy. 3 years later the metastatic recur in their breast, bone and liver. They are treated with modulated hormone therapy, 1st cycle ribociclib - (letrozole stopped for skin toxicity), letrozole and radiotherapy focused on epiduritis lesions. A year later a breast abscess formed due to mycobacterium chelonae. The patient was hospitalized for 9 days and treated with IV antibiotic therapy (clarythyromycin, imipenem and tobramycin). Due to lack of improvement the device was removed with skin resection. The left breast capsulectomy was sent to pathology: "the immunohistochemical study shows that the cells tumor cells express cd30, cd4, the cytotoxic markers granzyme and perforin and focally ema. Absence expression of cd3, cd2, cd5, cd7, alk, tia1, cd68, cd15, cd20 and pancytokeratin ae1/ae3." Pathological markers cd30+ and alk- confirming alcl have been received. The device has been explanted.